Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that she had eaten a big lunch and did not treat for it, leading to her blood glucose of 289 mg/dl. She treated for the high blood glucose, and within an hour, the customer's blood glucose dropped to 46 mg/dl. The customer also reported that she had low blood glucose of 36 mg/dl two days prior. The customer stated that she checked with another glucose meter and noted that her blood glucose rose from 22 mg/dl to 35 mg/dl. The customer treated with juice and food. The customer's most recent blood glucose was 59 mg/dl, which she treated with soda. She found a bad battery alarm in the insulin pump's alarm history, for which she declined troubleshooting assistance. She stated that the reservoir showed the same amount of insulin as was shown on the status screen. She was advised to speak with her doctor regarding low blood glucose and monitor the insulin pump. The customer requested a replacement.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.